Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible damage observed. Evaluation of the returned device revealed that the system meets specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same procedure as MDR: 2134265-2015-08103, 2134265-2015-08104. It was reported the there was an issue with pullback. The ilab was started and during pullback of the catheter, the system froze. The physician tried to reboot the system, however, this did not resolve the issue. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same procedure as MDR: 2134265-2015-08103, 2134265-2015-08104. It was reported the there was an issue with pullback. The ilab was started and during pullback of the catheter, the system froze. The physician tried to reboot the system, however, this did not resolve the issue. No patient complications were reported.